Manufacturer narrative:
### A supplemental report is being submitted for an update to the investigation completion. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(6) due to an FDA audit observation. Product event summary: two (2) batteries ((B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the battery (B)(6) met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The reported events on battery (B)(6) could not be duplicated during bench testing. The battery was able to fully charge on the test battery charger without any anomalies. The battery gas gauge green indicator led's functioned as intended. The battery powered a test controller as expected. As a result, the reported display error, not charging, not providing power, battery not recognized by the controller, and "flashing orange light" events associated with (B)(6) could not be confirmed. Failure analysis of (B)(6) revealed the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zvchg fet. The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. As a result, the reported not charging and no power events were confirmed. Log files were not available for analysis. As a result, the reported alarm event could not be confirmed. However, the inability of the battery to power the controller is likely related to the reported alarm event. Functional testing also revealed that one led indicators was not lighting up. Supplemental testing revealed intermittent connection between the gas gauge and printed circuit board connectors. After re-connection of both connectors, all battery gas gauge green indicator led's performed as expected. As a result, the reported display error event on (B)(6) was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not recognized by the controller event associated with (B)(6) can be attributed, but not limited to a marginal connection between the battery and controller. The most likely root cause of the reported display error event on (b)(6 can be attributed to an intermittent connection between the printed circuit board and gas gauge likely due to an improper assembly during the manufacturing process. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported no power event associated with (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries did not provide power and were not charging. It was also reported that the controller would not recognize the first battery and that the battery capacity display would show as charged, but would not show as fully charged on the battery charger and a flashing orange light was displayed. It was also reported that the second battery would alarm when the capacity display was depleted to three bars and was also noted to have a light out in the battery consumption display when fully charged. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected fields: b5 event description was updated to include previously left out non-reportable information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650e / expiration date: 30-jun-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 04-jun-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries did not provide power. It was also reported that the controller would not recognize the first battery. It was also reported that the second battery would alarm when the capacity display was depleted to three bars. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that one of the batteries met all requirements for release. Failure analysis of the returned device revealed that another passed visual and functional testing. The reported events the second battery could not be duplicated during bench testing. The battery was able to fully charge on the test battery charger without any anomalies. The battery gas gauge green indicator leds functioned as intended. The battery powered a test controller as expected. As a result, the reported battery not recognized by the controller could not be confirmed. Failure analysis of the returned device revealed the first battery passed visual inspection. Functional testing revealed that the battery was unable provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event was replicated while the battery was connected to a battery charger and exposed to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. As a result, the reported no power event was confirmed. Log files were not available for analysis. As a result, the reported alarm event could not be confirmed. However, the inability of the battery to power the controller is likely related to the reported alarm event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not recognized by the controller event can be attributed, but not limited to a marginal connection between the battery and controller. The most likely root cause of the reported alarm and no power events can be attributed to an esd event while connected to a battery charger. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 18-dec-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,3331 h6: FDA results code(s): 170, 648 h6: FDA conclusion code(s): 23, 4309. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.